Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30s mg/dl and "totaled car" when they "blacked out because of low bgs". Low bg cause was not known. Customer mentioned that they work "in a stressful job" with "long days of work". Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and carbohydrate paste. Customer was discharged one day later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.